Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was reported that there were no issues crossing the aortic arch using this delivery catheter system (dcs). Two deployment attempts were made, and the valve was successfully recaptured on both attempts. After the third deployment and recapture, it was noted on angiogram that the ascending aorta was not filling appropriately with contrast. The physicians noted upon further investigation an aortic dissection within the ascending aorta. The patient was reported to be hemodynamically stable. The decision was made to perform an open heart repair of the dissection. The cause of the dissection was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that during the procedure, the valve was recaptured two times due to the valve¿s position being too high. The physician did not believe that the recaptures caused or contributed to the dissection. The cause of the dissection was not known, but the physician believed that it could have been caused by the non-medtronic guidewire used during the procedure. It was reported that the aortic repair was successful and the patient was recovering. No additional adverse patient effects were reported. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.